Event description:
The screws broke post operatively.

Manufacturer narrative:
Additional medical device reports associated with this event include: 3025141-2013-00039, -00040, -00041, -00042, -00043, -00044, -00045. This MDR was not filed with the initial mdrs above because it was overlooked that we received two of the same part numbers with this incident.